Event description:
The ostial superficial femoral artery (sfa) was engaged using 0.46mm trailblazer angled (model# asc-018-150) and asahi astato 30 wire. Doctor upgraded to 0.035" stiff angled wire and navicross. Doctor was unable to pass the catheter beyond distal sfa and wire/catheter were changed to 0.018" v-18 and trailblazer were used as part of a second attempt. Doctor continued to have difficult time, and it was decided to perform an angioplasty of the entire sfa. The wire appeared to be in the lumen at the popliteal artery. When doctor advanced the trailblazer, it was difficult to advance and after pushing the wire, the trailblazer kinked. Doctor was unable to remove the wire and had to take the whole thing out. Hub broke off during manipulations. Wires would not slide through catheter - felt sticky.